Event description:
It was reported that the patient was having a spinal procedure and the ¿ortho¿ accidentally cut the catheter. As a result, a distal revision kit was used for the intrathecal spaced and then connected the ¿anterior¿ pump side. The old catheter could not be removed from the intrathecal spaced and it was left implanted. This device system delivered baclofen. The cause of the event was related to a surgical error as the surgeon cut the catheter. The catheter was revised and the patient did not experience an injury or hospitalization as result. It was further clarified that this device system delivered lioresal.

Manufacturer narrative:
Product ID: 8709, serial# unknown, product type: catheter. (B)(4).